Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. The patient was asymptomatic and under palliative care. The behavior was suspected to be due to the patients electrolyte abnormalities. The device was successfully reprogrammed and therapies were deactivated. The patient was in stable condition.